Event description:
It was reported difficulties were encountered during withdrawal of the stiffening cannula from the ureteral stent following successful stent placement in an ilio conduit. Continual exertion against resistance resulted in breakage and subsequent detachment of the cannula within the stent. Percutaneous attempts to remove the stent and cannula were unsuccessful and a nephrostomy catheter was placed. The pt underwent cystoscopic removal of the stent and encapsulated cannula the following day. Another stent was placed and the pt's condition is good. The device has been retained by the user facility. Therefore, a failure analysis is not available. It was indicated the stent was successfully placed, initially. Continual removal attempts of the cannula against resistance, as well as the pt's anatomy, may have been contributing factors in this event. However, without evaluating the device, the co is unable to determine the exact cause for this event.